Event description:
The hospital reported that the pt had massive esophageal bleeding from laceration to the esophagus as the tip of the product was inserted.

Manufacturer narrative:
The hospital reported that the pt had massive esophageal bleeding from laceration to the esophagus as the tip of the product was inserted. Deroyal: the user facility was contacted for additional info on use of the device and post-incident outcome of the pt, with no reply. Product inventory was inspected and no issues were found. Due to the reported product not being returned for eval, a root cause could not be determined. Instructions for use accompany this device with warnings that the device should be lubricated prior to use and pt should be intubated with a tracheal tube prior to use. Whether these instructions were adhered to is unk.